Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that within the last 3 weeks they had noticed a noticeable change in their gait and ¿trampling.¿ the patient stated that they had been using a magnetic identification pin and their reason for calling was to know if the device cold change their therapy. The patient noted that they had a doctor¿s appointment on (B)(6) 2019. The patient also stated they changed their address. There were no further complications reported.